Manufacturer narrative:
U-wing introducer did not break or split properly when attempted to remove was replaced twice before one could be found that would split cleanly and not cause a leak. No medical or surgical intervention was required to prevent impairment, damage, or injury to the patient. However, per information received from the hospital, because they had to remove the catheter after the first two fails and had to stick the patient two additional times, the patient suffered injury. If this were to happen again and they had to again stick the patient multiple times, it would cause injury. A review of the device history records showed that the product was manufactured according to specifications and documented procedures. The IFU has a caution warning to keep the needle parallel to the catheter to prevent damage. The three complaint splittable needles were returned for evaluation and visually examined. The needles did not split along the score line as intended. The issue reported by the customer was confirmed. A continuous improvement request has been initiated to determine the root cause of the complaint and to address the issue.

Event description:
First attempt: catheter was inserted successfully. U-wing introducer did not break or split when attempted to remove. Forceps had to be used to remove introducer. Upon flushing of catheter a leak was noticed and catheter was removed. Second attempt: catheter was inserted successfully. U-wing introducer did not break or split when attempted to remove "wing" or introducer broke. Forceps had to be used to remove introducer. Upon flushing of catheter a leak was noticed and catheter was removed. Third attempt: catheter was inserted successfully. U-wing introducer did not break or split entirely, but was able to remove it without the use of forceps by slowly peeling the remaining section of the introducer apart. Upon flushing no leaks were observed and catheter remained in place. (B)(6) hospital stated "because we had to remove the catheter after the first 2 fails and had to poke the patient 2 additional times, it caused injury to the patient. If this were to happen again and we had to again poke the patient multiple times, it would cause injury if it were to recur." Based on the lot number, 11050290, provided for the kit, the lot number of the splittable needle was determined.